Manufacturer narrative:
Four samples were returned for analysis. The samples units do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause or produce the condition reported. Leak testing on the units received was performed according to the procedure pm-1011 ?cassette leak testing, install ffp clip and luer capping? Rev. 120 section 1 ?leak testing procedure? Using the equipment uson leak tester lt-2-2-110 (calibration ID: 8.1387, calibration due date: april 2021) to detect leaks in the products. The sample units did not present leaks. Therefore, complaint is not confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cassette was leaking. There were no reported adverse events.